Manufacturer narrative:
On 22-jan-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an ischemic ventricular tachycardia ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced heart block that required updated pacemaker settings. During the case, the patient went into heart block. The patient already had a pacemaker before the procedure. The physician noticed the heart block during ablation but decided to stay on ablation and when they came off ablation, the patient remained in heart block. No medical intervention was provided but they did update the pacemaker settings for the patient. The patient was reported to be in stable condition. The physician decided to ablate across from the his area in the left ventricle even though they knew there was a risk. The physician wanted to ¿go after the tachycardia¿ but the patient ended up going into heart block. Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device 31329590l number, and no internal actions related to the reported complaint condition were identified. The root cause of the adverse event remains unknown. The physician's opinion on the cause of the adverse event was the procedure. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced heart block that required updated pacemaker settings. During the case, the patient went into heart block. The patient already had a pacemaker before the procedure. The physician noticed the heart block during ablation but decided to stay on ablation and when they came off ablation, the patient remained in heart block. No medical intervention was provided but they did update the pacemaker settings for the patient. The patient was reported to be in stable condition. The physician decided to ablate across from the his area in the left ventricle even though they knew there was a risk. The physician wanted to ¿go after the tachycardia¿ but the patient ended up going into heart block. The physician's opinion on the cause of the adverse event is procedure and patient condition.